Manufacturer narrative:
Additional information: due to the torn condition of the balloon, no applicable functional testing could be performed. Single wall thickness measurements were taken along the proximal, middle and distal sections of the balloon, and all met specification. Cine images from the procedure were reviewed. The balloon burst was not captured. However, review of imaging confirms the presence of calcium in the native annulus. A detailed root cause analysis for balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. During manufacturing, the balloons are 100% visually inspected per standard operating procedure for defects and cosmetic appearance under minimum 2.5x magnification. In addition, the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process, and testing performed during the product verification process, support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Available information indicates that the complaint was most likely due to patient factors (moderate annular calcification). No manufacturing non-conformities were found in the returned sample. In addition, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests that patient factors contributed to the event. A review of the complaint history for (B)(4) 2015 revealed that the occurrence rate did not exceed the control limits for this trend category. No corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, after full inflation and deflation of the delivery catheter balloon, blood was noticed within the inflation device, indicating a probable tear of the balloon. The delivery catheter was removed from the body with the ruptured balloon being pulled back through the hemostatic valves of the esheath (this made the state of the balloon look far worse). No rupture was seen on cine. The bav inflated and deflated without issue. The patient's valve had mild to moderate calcium. The patient suffered no consequence and is recovering from the tavr procedure well.

Manufacturer narrative:
(B)(4). Additional information provided indicated there were no issues during prep and de-airing of the device and the implanted valve was not post dilated. The delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed a radial and longitudinal tear on the balloon, exposed spring, intact bond between the crimp balloon and inflation balloon and a kink on the proximal leg of the crimp balloon. Investigation is ongoing.